Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon uses four white gst60w reloads and four blue gst60b reloads. He had completed the bowel resection and creation of the y conduit using the white reloads. On the fifth firing and first blue reload, to begin the formation of the gastric pouch, the stapler fired with no exception noises or indications. When the jaw was opened one staple leg was sticking straight out of the staple line approximately 30mm down the cartridge. It was on the pouch side and the row closest to the blade. The balloon had been deflated and pulled back about 10cm before the firing so no tension was on the staple line at the time of firing. I examined the stapler endofector between each firing to make sure no ancillary staples were present. The scrub tech was vigorously swishing the stapler endofector making sure to wash past the black articulation knuckle. The surgeon made the decision to complete the case with the same stapler. On the remaining three blue gst firings no irregular staples were noted. The surgeon did not over sew and the leak test proved the stapler line was air tight. The staple was left in patient because the other leg of the staple had formed properly and was attached to tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Batch # n55w3g. The analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A photo was received and reviewed during the device analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.